Event description:
Technician alleged that the head right siderail will not latch in up position.

Manufacturer narrative:
Technician straightened the release arm to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.